Manufacturer narrative:
Device alarmed motor error during rewind due to corrode the motor home switch. Unable to perform operating current, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working and was dealing with motor error. The customer¿s blood glucose level was 265 mg/dl at the time of the incident. Customer stated drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.